Manufacturer narrative:
The evoke scs system remains implanted. The root cause of the reported event is not able to be definitively determined. The evoke scs system surgical guide states ¿the risks associated with the implantation and use of a spinal cord stimulation system include infection that may require hospitalization with intravenous antibiotic therapy." The manufacturing records were reviewed, and the product met all requirements for release.

Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system reported discharge from their midline incision site. The patient was administered antibiotics for a suspected infection. The patient symptoms are confirmed to be resolved.